Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina, myocardial infarction and stenosis are listed in instructions for use xience alpine everolimus eluting coronary stent systems as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented in the morning hours experiencing an acute myocardial infarction. A 2.5 x 23 mm xience alpine stent was successfully implanted in the first diagonal artery without reported issue; however, later in the day, the patient reported chest pain and was returned to the catheterization lab. In-stent stenosis was noted along with st segment elevation, which was diagnosed as a myocardial infarction (stemi). Additional post dilatation was performed with a good outcome. No additional information was provided.